Event description:
It was initially reported a vaxcel tunneled central catheter was difficult to aspirate, clogged easily, and the lumen wall was defective. The engineering evaluation revealed the catheter appeared to have broken off at approximately the 21 centimeter mark.